Event description:
Patient reported right side rupture, "pains and lumps." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and "both implants were ruptured with silicone leak and silicone lymph nodes" via MRI. Device has been explanted